Manufacturer narrative:
(B)(4).

Event description:
The patient presented in clinic after receiving an alert. The device was interrogated and it was noted that the charge time limit was reached. Sjm was contacted and recommendations were made to exchange the device. No intervention has been performed at this time as the device remains implanted and is being monitored. The patient is in stable condition.

Manufacturer narrative:
The device was received and the reported event of charge time out was confirmed. The high voltage capacitors were returned and an internal anomaly was noted.

Event description:
The patient presented in clinic after receiving an alert. The device was interrogated and it was noted that the charge time limit was reached. The device was explanted and replaced. The patient is in stable condition.